Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6), patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced infusion set leakage at the site on (B)(6) 2026. The infusion set had been in use for one day. The patient replaced the infusion set. No further information is available.